Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was unable to test for battery out limit alarms due to no button response. No moisture damage was found on electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 401 mg/dl. The customer treated the high readings with a manual injection. The customer stated that the alarm occurred right after the pump was exposed to moisture. The customer stated that insulin did not come out of the reservoir compartment. The customer also stated that there was a battery out limit and was not able to clear it. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.